Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "ruptured inspira implant."

Event description:
Physician reported unknown side "patient with a ruptured inspira implant." Device status is unknown.